Event description:
I received the essure birth control in (B)(6) 2000. Since the procedure, I have experienced several issues. I experienced prolonged bleeding daily from (B)(6) 2011. After that, I had a d and c to correct the bleeding. I was very fatigued and frail, which affected (B)(6). On (B)(6)2014 I developed additional issues which resulted in a partial hysterectomy. I have endured pelvic pain which has affected my marriage intimacy with my husband. We have not been intimate since the hysterectomy in 2014. I am in constant pain from pelvic to lower back pain daily.